Event description:
Reporter alleged obtaining discrepant blood glucose results of 112 mg/dl back to back with a result of 374 mg/dl when testing was performed 10 minutes apart on the advantage system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. Reporter indicated taking normal medications and no other actions were reported or treatment received. A request was made for the return of the suspect device and replacement product was sent.